Event description:
The manufacturer received information alleging a ventilator's internal battery was not charged when the device was received. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal batteries were replaced to address the issue.